Manufacturer narrative:
Manufacturing record review was conducted by the manufacturer. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that there was a scratch mark found on the center part of the intraocular lens optic during the insertion in the patient's eye. The lens was explanted by cutting it in half and the backup lens was implanted in the same surgery. Enlarged incision 1 or 2mm when it was explanted. No other treatment was conducted. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date receive by MFR: in follow-up no. 2, should be 10/09/2014. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The lens was inspected at 10x microscope magnification. Visual inspection revealed that the lens had one missing haptic. The lens was received cut in two parts. In addition visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens in a non-sterile environment. No cosmetic defects related to manufacturing were found in the returned lens. The lens condition is consistent with a lens that was explanted from the patent's eye. All pertinent information available to abbott medical optics has been submitted. Placeholder.